Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstruation irregular"). The patient was treated with surgery (supracervical abdominal hysterectomy,extensive adhesiolysis, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the menometrorrhagia and menstruation irregular outcome was unknown. The reporter considered menometrorrhagia and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstruation irregular"). The patient was treated with surgery (supracervical abdominal hysterectomy,extensive adhesiolysis, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the menometrorrhagia and menstruation irregular outcome was unknown. The reporter considered menometrorrhagia and menstruation irregular to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.